Event description:
During use of endoligator, the ligating cylinder fell off and required retrieval by the endoscopist without incident. A second attempt to use the ligator resulted in the breaking away of the ball at end of trip wire. Use was discontinued.